Manufacturer narrative:
Concomitant medical products: sorin lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance on the pacing and high voltage coil. The lead had oversensing/noise with short v-v intervals and non-sustained episodes. The lead was suspect of a fracture. The lead was removed anda new lead was implanted. No patient complications have been reported as a result of this event.